Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Multiple flow and occlusion tests were performed. The issue was not confirmed and could not be duplicated but preventative maintenance was performed.

Event description:
Information was received indicating that the medfusion 3500 pump failed occlusion testing. The issue occurred during testing and there was no patient involved.